Event description:
It was reported that: 'display defective and delivery rate inaccurate'. There was unknown patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and accuracy tests were performed. The device failed accuracy tests. The problem was duplicated. The expulsor was sanded to fix the issue.